Manufacturer narrative:
On nov 22 2021, additional information was received indicating the explantation surgery occurred on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Since the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures.. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with 700cc smooth mentor memorygel breast implants experienced left-sided device migration and device rupture postoperatively. The patient reported asymmetry due to the left breast implant moving towards the armpit and limited the range of motion for the left arm. Furthermore, the patient was dissatisfied with both breast implants and the procedure outcome. As a result, the patient underwent explantation and replacement with non-mentor (allergan) breast implants on (B)(6) 2021, and left-sided rupture was discovered upon explantation. This medwatch report is for the right-sided implant.